Event description:
Blood glucose monitored was high [blood glucose increased]. Related with product quality [product quality issue]. Problem of novopen [device issue]. Novopen 4 was stored attached to the needle [product storage error]. Case description: this serious spontaneous case from (B)(6) was initially reported by a consumer and confirmed by a medical doctor as "blood glucose monitored was high" beginning on an unknown date in (B)(6) 2018, "related with product quality" with an unspecified onset date, "problem of novopen" with an unspecified onset date, "novopen 4 was stored attached the needle" with an unspecified onset date and concerned a (B)(6) female patient who was treated with novorapid (insulin aspart) from unknown start date due to "type 1 diabetes mellitus" (dose and frequency unknown), novopen 4 (insulin delivery device) from unknown start date due to "type 1 diabetes mellitus", levemir (insulin detemir) from unknown start date due to "type 1 diabetes mellitus" (dose and frequency unknown), novofine 6 mm (needle) from unknown start date due to "type 1 diabetes mellitus". Patient's height: (B)(6). Patient's weight: (B)(6). Patient's bmi: 24.24. Medical history included type 1 diabetes mellitus (for 15 years). Treatment medications included antiemetic and infusion (not specified). Patient injected 5 u novorapid in the morning on an unspecified date in (B)(6) 2018, and felt that the injection was empty. Patient did not pay attention. Patient experienced headache, dizzy, vomit, sweat and the blood glucose monitored was high. Patient was not comfortable at noon and did not eat, then patient injected novorapid 5u. Before this injection, patient performed the air empty with 2u. One hour later the blood glucose was monitored high. Then the patient was admitted to the emergency department of hospital on (B)(6) 2018. The blood glucose then decreased from 20 mmol/l to 12 mmol/l, then at night to 6.5 mmol/l after infusion treatment. Patient was treated with antiemetic and infusion due to vomit and nausea. The head CT and ECG was normal. The patient was discharged at 10 pm on (B)(6) 2018. Patient emphasized that the event was dangerous and patient was recovered after one month, and thought it was related with product quality. Patient did not know the diagnosis, the doctor and patient thought it was the problem of novopen. Novorapid was discontinued for one time. Levemir was normally used after dinner. It was reported that the novopen 4 was stored attached to the novofine 6mm needle. The empty injection or enough dosage was caused by the incorrect storage and the event was caused by the incorrect procedure. Batch number of the suspect products was not available. Action taken to novopen 4 was not reported. Action taken to novorapid was reported as drug discontinued temporarily. Action taken to levemir was not reported. Action taken to novofine was not reported. The outcome for the event "blood glucose monitored was high" was recovered. The outcome for the event "related with product quality" was not reported. The outcome for the event "problem of novopen" was not reported. The outcome for the event "novopen 4 was stored attached the needle" was not reported. Investigation result: name: novopen 4, batch: unknown, no investigation was possible, because neither sample nor batch number was available. Name: novorapid, batch: unknown, no investigation was possible, because neither sample nor batch number was available. Name: levemir, batch: unknown, no investigation was possible, because neither sample nor batch number was available. This case was reclassified from serious drug case to serious device case on 09-aug-2018 due to suspicion of novopen 4 upon follow up. Manufacturer's comment/company comment: on 16-aug-2018: as the device novopen 4 has not been returned to novo nordisk a/s for investigation and very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). The reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid and levemir. Reporter comment: the hotline worker told that the needle must be detached from novopen after injection, otherwise the injection was empty or the dosage was not enough. Patient did not know the diagnosis, the doctor and patient thought it was the problem of novopen. The empty injection or enough dosage was caused by the incorrect storage and the event was caused by the incorrect procedure.

Event description:
Case description: investigation result: product: novopen 4, batch: unknown. No investigation was possible, because neither sample nor batch number was available. Product: novorapid, batch: unknown. No investigation was possible, because neither sample nor batch number was available. Product: levemir, batch: unknown. No investigation was possible, because neither sample nor batch number was available. Product: novofine® 32g. Batch number: unknown. No investigation was possible, because neither sample nor batch number was available. This case was reclassified from serious drug case to serious device case on (B)(6) 2018 due to suspicion of novopen 4 upon follow up. Since last submission, case was updated with the following: investigational results of novofine 32g updated. Manufacturer's comment updated. Narrative updated accordingly. Manufacturer's comment/company comment: 16-oct-2018: as the device novopen 4 has not been returned to novo nordisk a/s for investigation and very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in (B)(4). As the device novofine 32g needle has not been returned to novo nordisk a/s for investigation and very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in (B)(4). The reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid and levemir. Evaluation summary: product: novofine® 32g. Batch number: unknown. No investigation was possible, because neither sample nor batch number was available.